Event description:
It was reported during a post approval study conducted in the united states, titled: randomized trial of drain antisepsis after mastectomy and immediate prosthetic breast reconstruction trial number (B)(4). Pt 6 experienced a deep surgical cut nine days postoperatively. Cultures were obtained from the infected site that revealed methicillin sensitive staphylococcus aureus (mssa). The tissue expanders were explained due to the deep surgical site infection. The precise date of these events was not provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.